Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has received lithotripsy shock waves treatments for gallstones. She had informed the hcp of the implant but they still proceeded with the treatment and now she is in a lot of pain.